Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer's blood glucose was between 200-400 mg/dl. Customer doesn¿t want to troubleshoot for high blood glucose because she was fighting an illness. Customer stated that healthcare provider has updated her settings and she is doing better. The insulin pump will not be returned for analysis.